Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The type of animas insulin pump is not known.

Event description:
The reporter claimed that his elevated blood glucose of "511 mg/dl" could have been due to a possible bad site issue. Reportedly, his blood glucose did not lower even after he started to bolus himself for high in the "250 mg/dl." He claimed his symptom included vomiting. The pt subsequently rec'd IV insulin treatment in the ER. This complaint is being reported because the pt allegedly had hyperglycemia and rec'd medical intervention with IV insulin while using the animas insulin pump for diabetes management.